Event description:
Procedure type: sleeve gastrectomy. According to the reporter: surgeon, (B)(6), placed stapler near the pylorus for the first firing. Stapler closed as knife button went up on the reload ramp. Surgeon started to fire the instrument and knife blade stopped advancing after 1 cm of travel. Surgeon then abandoned the use of the cov idrive and opened an echelon flex, with green load and peristrips, to complete the entire procedure. Surgeon complains that our idrive is too sensitive and should be able to go through this tissue. It was not that thick. The reload was discarded before I could retrieve it and sent it back. This is the third incident of this type with this surgeon and hosp. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. Nothing fell into the pt. The incision was not extended by more than 1 inch.

Manufacturer narrative:
(B)(4).